Manufacturer narrative:
Should additional information become available, this event will be further updated.

Event description:
It was reported that this lead was part of a system infection. No further information has been received to date.